Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Brand name not provided. Catalog and lot number not provided. Manufacturing date is unknown.

Event description:
It was reported that the abutment screw fractured resulting in implant removal.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet screw was returned. Visual inspection via naked eye and camera magnification identified fractured screw in the implant. Implant had bone tissue at the threads. Damage at collar area and external threads likely caused during removal process. Device history record (DHR) review could not be performed for the unknown biomet screw since the lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review could not be performed for the unknown biomet screw since the item/lot numbers were not available. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.